Manufacturer narrative:
(B)(4). Medical product: biomet microfixation 2.0 x 7 mm lactosorb screw catalog #: 915-2301 lot #: 213350, biomet microfixation 2.0 x 7 mm lactosorb screw catalog #: 915-2301 lot #: 520180, biomet microfixation 2.0 x 7 mm lactosorb screw catalog #: 915-2301-ea lot #: 262200, biomet microfixation 2.0 x 7 mm lactosorb screw catalog #: 915-2301-ea lot #: 262250, biomet microfixation 2.0 lactosorb system l-plate - right - regular catalog #: 915-2101 lot #: 013640, biomet microfixation 2.0 lactosorb system l-plate - right - regular catalog #: 915-2101 lot #: 816200, and biomet microfixation 2.0 lactosorb system l-plate - left - regular catalog #: 915-2102 lot #: 816230. Therapy date: (B)(6) 2017. Report source: foreign country - (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices were resorbed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00312, 0001032347-2018-00313, 0001032347-2018-00314, 0001032347-2018-00315, 0001032347-2018-00316, 0001032347-2018-00317, and 0001032347-2018-00319.

Event description:
It was reported there was a revision due to swelling. The original procedure was a lefort type I osteotomy. "As far as doctor saw, symptoms swelling did not appear, so it was taken as a follow-up observation." "After two weeks the doctor asked the patient that affected area had swollen" and decided to operate. During the revision it was identified "the residual of lactosorb (ls) could not be confirmed." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The distributor reported this event (B)(4) is a duplicate report. This event was previously reported in 0001032347-2018-00184, 0001032347-2018-00185, and 0001032347-2018-00186 (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00312-1, 0001032347-2018-00313-1, 0001032347-2018-00314-1, 0001032347-2018-00315-1, 0001032347-2018-00316-1, 0001032347-2018-00317-1, and 0001032347-2018-00319-1.